Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration as confirmed via x-ray. The patient was supposed to undergo a lead revision procedure to move back the paddle to its original position however, due to scar tissue the physician decided to explant the whole system. The explanted lead will not be returned.